Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly via merlin programmer. The patient was stable. No additional information was available.